Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that during the surgery, this complaint product couldn't hold air as usual. This incident was identified only when this complaint product is connected to the tourniquet console. 0-15 minutes delay to prepare alternate device. No harm/injury. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Device was returned opened and used. Functional testing confirmed there was a leak in the cuff. A bubble test found the leak was where the tubing met the right angle connector of the cuff. No visible damage was found. Lot identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.